Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 18.5 mm and a 9.19mm neck diameter. The landing zone was 10mm distally and 14mm proximally. It was noted that the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that a phenom 27 microcatheter was used, and a ped-350-30 stent was selected for treatment. After the microcatheter was shaped and positioned, the stent was advanced. When the stent reached the proximal segment of the delivery microcatheter, significant resistance was encountered during advancement. After the stent was pushed to the target position, it was noted that the stent was no longer visible. Upon withdrawing the microcatheter, the stent was found on the delivery rod and had become deformed. A new dense mesh stent (ped-375-30) was then replaced, and the procedure was completed successfully. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. No causes or contributing factors for the event was identified. Resistance was reported during both advancement and withdrawal of the catheter system. A continuous saline flush was administered and maintained as indicated in the IFU. The pipeline stent was not deployed and remained fully within the microcatheter prior to withdrawal. The physician did not observe any premature opening of the stent inside the microcatheter and reported being unable to locate the stent during the procedure. After the system was withdrawn, the stent was found on the pusher wire. It was also reported that after the stent was delivered, loss of the implant was noted after the line was stepped on. The stent was described as deformed with a vase-like shape, characterized by a narrow neck at the distal end, an opened middle segment, and a partially opened proximal segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.